Event description:
Boston scientific received information, via lattitude red alert, that thiscardiac resynchronization therapy defibrillator (crt-d) displayed high shock impedance measurements. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the lead was a single coil lead; however, the device was programmed to dual coil which is what caused the out of range shock impedance measurement. The device was reprogrammed to single coil with no further issue reported.